Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-apr-03. It was reported that the cause of the catheter leak was not determined. When asked about the replacement surgery, replacement catheter serial numbers, status of the replaced catheter, and patient weight, the hcp responded with a "?." It was reported that the catheter was "replaced and working as expected." There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a business partner regarding a patient receiving gablofen (310.9 mcg/day at an unknown concentration) via an implantable infusion pump. The patient's medical history included difficulty with her gait pattern due to spasticity in the lower extremities. It was noted that the patient was in college at the time and did not want to take any oral medication that would interfere with her cognition and state of alertness and that is the reason the pump was used. It was reported that the patient presented at the emergency room on (B)(6) 2015 with a focused area of swelling at the infusion system insertion site due to a cerebrospinal fluid leak. A blood patch was done on (B)(6) 2015. It was reported that overtime a catheter leak developed. The catheter was replaced. No further complications have been reported as a result of this event.